Manufacturer narrative:
Follow-up # 1 date of submission 05/07/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/28/2014 with the following findings:the audio bolus button cover was found to be torn. During testing, the audio bolus button was found to be intermittently unresponsive. The audio bolus button cover was removed and contamination was found on the audio bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.